Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by 1 hour due to the customer not adjusting pump time for daylight savings. There was no reported impact to the customer's blood glucose. Reportedly, the customer corrected the pump time and resumed insulin therapy.